Event description:
It was reported that there was no alleged product issue. It was noted that actions required as a result of the event included hospitalization. It was noted that there was no real product issue. It was further noted that the patient's mother reported that they were taking the patient to the ER secondary to bleeding that started yesterday at the thoracic incision site. It was also stated that a couple of the lower occipital incision staples were backing out. It was noted that the patient was not having trouble with the device and was getting relief in needed areas. It was noted that the patient's status at the time of report was alive with injury. It was noted that symptoms associated with the event included drainage and incisional wound opening. It was noted that the location of the issue or symptoms was at the lead extension connection location. Additional information received reported that the ER visit lead to dressing change and a comment that everything looked fine regarding incisions. It was noted that there was no further bleeding or drainage since. It was further noted that stimulation continues to provide relief for intended areas.

Manufacturer narrative:
Analysis of the extension, serial # (B)(4), found no anomaly. Analysis of the lead, lot # v894052, found no significant anomaly. It was noted that the outer insulation of the lead body was melted. Analysis of the lead, lot # v759792, found no anomaly. Analysis of the lead, lot # v705284, found no anomaly. Analysis of the extension, serial # (B)(4), found no significant anomaly. It was noted that the extension body was cut through and segmented. Analysis of the extension, serial # (B)(4), found no significant anomaly. It was noted that the extension body was cut through and segmented. Analysis of the extension, serial # (B)(4), found no significant anomaly. It was noted that the outer insulation of the extension body was melted. Analysis of the lead, lot # v888771 , found no significant anomaly. It was noted that the outer insulation of the lead body was melted. Analysis of the stimulation boot accessory found no significant anomaly. It was noted that the boot was cut. Analysis of the bumpy anchor found no anomaly. Analysis of the bi-wing anchor found no anomaly.

Event description:
Additional information received reported that both incisions were ¿healing well¿ and did not have active signs of infection. It was noted the patient is continuing antibiotics until prescription runs out. Additional information received reported that there was localized swelling at the site of the occipital and temporal lead. It was noted an exploratory intervention was scheduled for (B)(6) 2013. Additional information received reported that during the exploratory intervention three pockets of localized swelling were excised and a ¿small amount of thick purulent fluid¿ was drained. It was noted cultures were obtained. It was further reported the incisions were flushed with ¿copious amounts¿ of antibiotic fluid. It was noted the occipital lead anchors were removed as a precaution in case they were harboring any microbes.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 3708240 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708220 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 3487a-45 lot# v894052, implanted: 2013 (B)(6); product type lead product ID 3487a-45 lot# v759792, implanted: 2013 (B)(6); product type lead product ID 3487a-45 lot# v705284, implanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
Additional information received two days later reported that infection was located in the mid-thoracic and right scapular lead/extension pockets. It was believed that two anchors had been explanted and that everything that was explanted was returned to the manufacturer for analysis. The patient outcome was still unknown at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported that the patient was postive for an infectious process.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received over four months later reported that the unresolved infectious process was ongoing and resulted in device explant on (B)(6), 2014. All explanted components would be returned for analysis. It was noted that the thoracic and right scapular incisions were opened and drained of "copious amounts of purulent effluent." All quad leads, bifurcated extensions, anchors, and boots were explanted. It was noted that the two 1x8 extensions were stretched and cut with distal ends remaining attached to the ipg which was left implanted in the right clavicular pocket. The fluid was sent for culture/sensitivity. The patient was described as alive with no injury. The infection was notably of an unknown type after a culture was taken at the device pocket where the lead extension connection was located. Antibiotic treatment was reportedly necessary and the patient continued taking oral "cipro pending c <(>&<)> s." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Supplemental submitted for additional information received and to note that the conclusion codes for the ins, s/n (B)(4), have been updated as well as the result code removed from the ins.

Event description:
Additional information received reported the patient was scheduled for explant however it was unclear what was being explanted because it appeared as though the system had been previously explanted. Additional information pertaining to the explant has been requested and if received, a follow-up reported will be sent.

Event description:
Additional information received reported that the surgical center had a mix up and the patient's device had already been removed. The patient outcome was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was on the schedule for a lead revision in two days. It was noted that the reasons were unknown. Additional information received reported that the revision of the pocket in the right shoulder where the extension and leads were buried was successful. It was noted that the extensions were close to breaking through the skin. It was noted that the doctor undermined pocket to distribute wires more evenly and then rinsed with copious amounts of antibiotic solution. It was noted that the device pocket was also opened and cleaned with antibiotic solution. It was noted cultures at both sites were obtained. Additional information received reported that the lead and extension pocket was position for culture of staph aureas. It was noted that the ins pocket culture was negative. It was noted the patient was being treated with oral antibiotics.

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3487a-45, lot# v894052, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3487a-45, lot# v759792, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3487a-45, lot# v705284, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 97791, explanted: (B)(6) 2014, product type: accessory. Product ID neu_stimboot_acc, explanted: (B)(6) 2014, product type: accessory. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 3487a-45, lot# v894052, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3487a-45, lot# v705284, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3487a-45, lot# v759792, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3888-45, lot# v888771, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3888-45, lot# v888771, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 97791, explanted: (B)(6) 2014, product type: accessory. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID neu_stimboot_acc, explanted: (B)(6) 2014, product type: accessory. Product ID 97791, product type: accessory. Product ID 97792, product type: accessory. Product ID 97792, product type: accessory. (B)(4).

Event description:
Additional information received reported perioperative antibiotics were used. The patient did not have meningitis. Signs and symptoms of the infection were redness, swelling and pain. The primary location of the infection was the lead track. A culture was obtained from the lead site and the organism cultured was s.aureus, it was not (B)(6). Treatment included intravenous (IV) antibiotics, oral antibiotics and device system explant. The patient outcome was the infection had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.